Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error during basal. The customer¿s blood glucose was 159 mg/dl. Customer states they was able to rewind the pump and able to successfully clear the alarm. The self-test was performed and it was failed. The self-test was occurred again and interrupted due to pump error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No pump error 2, 28, 63, or 79 alarms noted during testing. (B)(4).